Manufacturer narrative:
One lf1637 was received for evaluation. The returned lf1637 met specification as received. Visual inspection found no defects on the lf1637. The customer reported device produced no seal on the lf1637. The reported condition was not confirmed on the lf1637. Functional testing was performed with the returned lf1637 on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The lf1637 was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the lf1637 to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device did not seal.